Manufacturer narrative:
The received device was inspected and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly. 9 other devices were also returned with the device, data downloaded from these devices did not contain any alarms or otherwise indicate a failure to deliver insulin. The pdm returned the device was also inspected. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen pod data. Pod successfully communicated pdm at 5¿ distance, administering 1u bolus. Per new information the following were updated: d4 - lot no changed from blank to l45130. D4 - serial no changed from blank to (B)(6). D4 - expiration date changed from blank to 3/18/2021. D4 - unique identifier (UDI) # changed from (B)(4). H4 - device mfg date changed from blank to 9/18/2019.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels, while wearing the pod. No other information was provided on this event.